Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not duplicate the problem. He performed several test cine runs and static image fluoro shots with no errors. All saved images were copied to the cd/dvd with no problems. The system operates as intended.

Event description:
The customer reported that during a stent placement procedure, the image quality in the top half of the screen was washed out. She suggested to the doctor that the c-arm placement was shooting too much air and was causing the washout but the doctor would not move the arm. A "communication failure" error then occurred and the system was pulled from service. An alternate system was brought in to complete procedure. There was no patient injury. After the case, the customer booted the system to copy the saved images to cd/dvd. While copying the system locked up.